Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented in clinic. Interrogation of the pacemaker revealed that the right ventricular lead capture threshold had risen above the programmed settings and was no longer capturing, and that the impedance had increased by more than double it's base impedance. The lead was reprogrammed from bipolar to unipolar configuration. The lead was then explanted and replaced on (B)(6) 2020 during a pacemaker upgrade procedure. The patient was in stable condition throughout.